Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4). Initial MDR mailed on (B)(4) 2014.

Event description:
In this case, the customer is reporting that the gantry tilt actuators were twisted and the gantry could not be positioned to zero degrees, this is a mobile unit. The philips field service engineer (fse) reported that the floor is not level (un-even) which is causing the gantry to be off level and not properly at zero position. The gantry "shipping (lock) pins" are lost, when the system is transported the tilt actuators are the only brace holding the gantry in place, which is the reason the tilt actuators are bent or warped (causing off zero position). The floor moving, becoming uneven has forced the gantry column to be pushed in the outward direction, twisting the actuator. The fse has reported there were no rescan and no harm to a patient or operator. The system is being used in an environment which is not suitable and stable enough for the gantry.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that the gantry tilt actuators were twisted and the gantry could not be positioned to zero degrees. This CT system is a mobile unit. There are no reports of harm/injury to a patient, operator or bystander due to this issue. The customer contacted the philips help desk to inform them of the issue and the remote support engineer (rse) logged in the event and dispatched a field service engineer (fse). Initially, the feedback from the customer came as "gantry pins were missing"; however, a remote support engineer (rse) confirmed that this issue was incorrectly captured as an issue with gantry pins, and that the issue was only related to broken actuators. A quality assurance analyst confirmed from the rse that since the text field could not be modified after the feedback was submitted, they could not change the allegation from "gantry pins missing" to "broken actuators". A service work order (swo) review confirmed that there was no issue with the gantry pins. The philips fse arrived on site and evaluated the system. The fse reported that the floor is not level (un-even) which is causing the gantry to be off-level and not properly at zero position. The fse further stated that whenever the customer used the tilt function, gradually one side of the gantry was pushed upwards. Also, since this is a mobile unit, the floor keeps moving and the gantry does not move; the gantry could not detect a mismatch in position, and therefore, the gantry pushed the actuator whenever the tilt function was used causing the actuators to twist. The fse informed the customer not to use the tilt function until the system was repaired. The fse replaced the left and right actuators to resolve the issue. After the repair, a review of the service work order records at this site confirmed that the issue did not occur again. The defective actuators were discarded and not sent for engineering assessment. No bug report/log files were provided. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering. CT engineering determined this issue to be an acceptable risk. The following mitigation would be applicable: safeguards: (1) single tilt actuator supports gantry in the event that other pin fails, (2) limit switches under the actuators would sense that a pin has broke and prohibit motion or scanning the fse replaced the left and right actuators to resolve the issue.